Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A revision surgery was performed in which the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced recurring incontinence leading to the revision surgery due to an unknown cause. The existing device was not removed. During the procedure a second cuff was added, a new pump and balloon were implanted. The previous device was left in patient. The patient did not experience any known adverse events. There was no more information known through the physician. No more information available at the moment. Should additional information become available, it will be provided.